Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance, loss of capture and loss of sensing. The lead was explanted and replaced, at which time lead fracture was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found all five wires of the proximal coil fractured at 29 cm from the connector pin due to clavicular crush. The fractured proximal coil could cause the reported capture and sensing anomalies.